Event description:
It was reported treatment was ineffective and required additional treatment. An ekosonic treatment procedure was performed in a lower leg case using an ekosonic catheter and ateplease tissue plasminogen activator(tpa) at a rate of 1 mg an hour. Treatment was performed for at least 14+ hours. There were no reported issues with the catheter or the control unit during treatment. The patient was brought back in for follow-up the next day and the physician indicated verbally, that imaging showed no to little improvement of clot burden. Thrombectomy was then used to resolve the clot burden. It was indicated that the fibrinogen went up instead of down during the treatment time. The physician stated that he believes ekos should have resolved the clot for the patient.

Manufacturer narrative:
B5 - describe event or problem - updated.

Event description:
It was reported treatment was ineffective and required additional treatment. An ekosonic treatment procedure was performed on periacetabular osteotomy (pao) lower leg case using an ekosonic catheter and ateplease tissue plasminogen activator(tpa) at a rate of 1 mg an hour. Treatment was performed for at least 14+ hours. There were no reported issues with the catheter or the control unit during treatment. The patient was brought back in for follow-up the next day and the physician indicated verbally, that imaging showed no to little improvement of clot burden. Thrombectomy was then used to resolve the clot burden. It was indicated that the fibrinogen went up instead of down during the treatment time. The physician stated that he believes ekos should have resolved the clot for the patient. It was further reported it was confirmed that tpa was actually infusing. Fibrinogen levels were drawn and indicated that they did not drop like usual when on a tpa drip.